Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus customer service in india. The evaluation of the device by the service department confirmed that the reported event was reproduced. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to degradation of a printed circuit board, because more than 6 years have elapsed since it has been six years since the device was manufactured.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, the front panel display of the device blinked. Other detailed information was not provided. There was no report of patient injury associated with the event.